Manufacturer narrative:
One pump was returned for analysis in used condition. Visual inspection found the pump to be in good condition. Review of the device data log noted an alarm displayed for 'cassette not attached properly.' Functional tests included use testing. The device was powered on and a cassette was attached. The pump alarmed that the cassette was not attached properly. The device was powered off then powered on in manufacturing utility mode to verify downstream occlusion sensor calibration and to attempt recalibration of the sensor. The sensor would not allow calibration due to a malfunction with the sensor. The downstream sensor was replaced. Based on the evidence, the complaint was confirmed. The root cause of the alarm was the downstream occlusion sensor.

Event description:
Information was received indicating that this ambulatory infusion pump exhibited an alarm for cassette not attached. It was not specified whether or not this occurred during infusion or interrupted therapy. No adverse patient effects were reported.

Manufacturer narrative:
Additional information was received stating that no patient was involved in the events.